Event description:
It was reported that during an ablation procedure, using a celsius thermocool catheter, stockert generator and a collflow pump, clotting occurred. The patient suffered a stroke post procedure. The clot was remoged from the brain and the patient is reportedly doing well.